Manufacturer narrative:
The returned product was patent. The device did not meet the requirements for leak testing as the ¿y¿ connection was separated from the connection. There was proteinaceous debris noted within the product. All external drainage and monitoring systems are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the drain clamp couldn't be clamped intra operatively. It was noted the patient's status at the time of the re port was alive-no injury.